Event description:
Clinic notes dated (B)(6) 2013 note that high impedance was found on device diagnostics. It was reported that the high impedance was first observed on (B)(6) 2013. The generator was not programmed off after observing the high impedance. No x-rays will be performed. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Surgery is likely, but has not been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.